Manufacturer narrative:
(B)(4). Results: (failure to deliver stent, stent deformation), (further pre-dilatation of target lesion required prior to successful deployment of another device). Conclusions: (further pre-dilatation of target lesion required prior to successful deployment of another device).

Event description:
The physician was attempting to deliver an endeavor resolute rapid exchange (rx) drug-eluting stent (length 30mm, diameter 3.0mm) to treat a lesion in a patient. The lesion was pre-dilated prior to attempted stent placement. It was reported that the device did not pass the lesion, and upon removal from the patient, the stent struts were noted to be damaged. Further pre-dilatation was carried out and another brand stent was deployed. No patient injury occurred and no clinical sequelae have been reported.